Event description:
The original neurostimulator (ins) placement was "too low for her to work with" and reach with the pt programmer and recharger due to a shoulder problem. The ins was so low that she partially sat on it. She was in more pain than after the original surgery. She underwent a surgical revision on (B) (6) 2010 to add an additional lead and to move the ins. It was later reported that she had a problem with recharging. She had trouble getting communication. Last time she recharged she was able to get all 8 efficiency boxes filled in after 30 min. The next time she recharged for 1 1/2 hours and sat very still and it would not fully charge. Additional info has been requested.

Manufacturer narrative:
(B) (4).